Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from the date of manufacture 01/15/2016 to the present date 09/29/2020 and note that this device has been returned for service twice without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device had a cracked lower case, upper dome area, handle and a damaged latch. No patient involvement was reported.